Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a kink to the hypotube 24.6cm from the tip. The collar is separated but the polytetrafluoroethylene (ptfe) is still holding the end two ends together. Microscopic inspection revealed no additional damages. There is blood in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 12jun2019. It was reported that the catheter was kinked. The 28mmx4.0mm target lesion was located in the moderately tortuous left anterior descending artery. A 145 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device got kinked. The procedure was completed with another of the same device. No complications reported and patient is stable. However, device analysis revealed collar separation.